Event description:
User reported receiving alarm 30 while the pump was in the pumping phase, leading to the decision to replace the pump. There was no information available regarding the customer's blood glucose level at the time of the event. Technical support arranged for a pump replacement, provided instructions for returning the problematic pump, and confirmed necessary details for shipping, but the customer declined to share backup therapy plans.